Manufacturer narrative:
Findings: unit had cracked and bleeding lcd glass. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to lcd physical damage. Unit received with traces of moisture at the lcd per visual inspection. Also unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump was exposed to fluid. Customer's blood glucose at time of incident was 384 mg/dl. Customer stepped into shower forgetting pump was still in his hand. Customer reported that there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.